Event description:
Rptr has uncovered with respect to the guidant ventak prizm 2dr 1861 devices, manufactured 04/16/2002 - 11/13/2002. (Not recalled) the 11,000 devices have the highest rate of failure of any of the guidant devices manufactured to date; in excess of (5%) percent over 600+ adverse events have not been reported. The devices' capacitors, high voltage line insulation and the batteries are and will continue to fail. The capacitors are under size, the batteries are failing 25% to 40% faster than the 7 years stated by guidant. They can fail in a 3 hour period. The insulation is being destroyed by body fluids, this starts to occur 10 months after the implant and the failures show up in the second half of the device longevity.